Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. School nurse called on behalf of customer stating that after injecting customer with 3 units of insulin customer received a result of hi multiple times. Customer is experiencing a headache and will seek medical attention. When retrieving meter memory time and date were not set up. The customer's expected blood results are 120-150mg/dl fasting. Verified the strips expire 07/15/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory (B)(6).